Manufacturer narrative:
This report is submitted on june 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery (date not reported), under general anesthetic, to remove the excess skin and place a longer abutment.